Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluated this iabp. The fse reviewed error logs and no issues were found. The fse performed all manifolds test and the fill manifold test failed. To fix the issue, the fse replaced the fill manifold. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leaking issue. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.